Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm permanent cautery hook (pch) instrument was analyzed and found to have a broken hook that was completely detached from the midpoint of the hook. The broken piece was not returned with the instrument. Components adjacent to this broken hook do not show damage.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm permanent cautery hook instrument tip fell off. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported.